Event description:
It was reported that the laser unit was not powering on; therefore, the procedure was cancelled. The patient had already being sedated under general anesthesia when the laser issue occurred. There were no patient complications related to this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes that the as reported issue of laser not powering on was confirmed. Analysis onsite replacing the auto voltage select board (avsb) resolved the event. Based on analysis results the problem was determined to be with the avsb. Review of the device history record confirmed that the device met specifications and history service indicated that it was functional from last service. Device history record (DHR): the device history record / service history record review was completed. This greenlight laser was installed on 19/09/2018. The system was last serviced on 26/03/2021. The greenlight laser was fully functional with no issues from that time until the reported event date of 05/10/2021. Device technical analysis: the console was not returned for evaluation; however, the console was repaired by the field service engineer (fse) onsite. The fse tested the console with a new display, it was determined that the issue was with the auto voltage select board (avsb). The avsb was replaced to fix the problem. The detectors where set and the laser were calibrated. The power was tested in application mode 20, 30 and 40 watts coag and 80, 120- and 180-watts vapor. Verified aim beam and interlock functionality. The laser console performed to field specifications. Labeling review: a review of the complaint information and operator manual directions for use was performed. There is no evidence that any updates to the document are required at this time. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the laser unit was not powering on; therefore, the procedure was cancelled. The patient had already being sedated under general anesthesia when the laser issue occurred. There were no patient complications related to this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.